Event description:
According to the reporter, preoperatively, the handle was charged normally. When device was removed from the battery charger, the power turned on and the initial screen was displayed then it switched to the insertion guide screen, so there was no problem. However, after a while (about 10 seconds), the power turned off and it did not start up even though it was attached to the power shell. Furthermore, it was able to be charged when it was returned to the battery charger, and able to start up, but the power would turn off when it was removed from the charger. The device was replaced. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.